Event description:
The customer contacted stryker to report that their device would randomly power on and off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The cause of the reported issue was isolated to the reed switch sw5. The customer device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would randomly power on and off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.